Event description:
It was reported to philips that the device had an ECG error. There was no patient involvement.

Event description:
It was reported to philips that the device had an ECG error. There was no patient involvement. Following the initial report, multiple attempts were made to follow up, but no response was received. As such, troubleshooting could not be performed and a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : customer did not respond.